Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. The 90% stenosed, 40mm x 2.25 mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.25x20mm synergy ii drug-eluting stent (des) was advanced for treatment of the distal lcx but failed to cross the lesion and was instead placed in the proximal lcx. The physician then tried to place a 2.25x24mm synergy ii des in the distal lcx but this stent was unable to pass through the previously implanted stent. A 6f long guidezilla 2 guide extension catheter was used for delivery but the implanted stent still could not be crossed. During removal of the 2.25x24mm stent, a tip side strut was stuck on a proximal side strut of the 2.25x20mm implanted stent. The 2.25x24mm stent was dislodged and the 2.25x20mm stent was damaged. The dislodged stent was successfully removed using a snare catheter. Finally, a 2.5x12mm synergy stent was placed in the proximal side of the damaged 2.25x20mm stent and the procedure was completed without placing a stent in the distal lcx. No patient complications were reported and the patient status was good.